Event description:
It was reported that a malfunction occurred on the pump. The customer's blood glucose level was 300 mg/dl, indicating no adverse impact. Technical support provided assistance in resetting the pump, after which the malfunction code did not recur. The customer was able to continue using the pump and was advised to contact support if issues reappeared.